Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an interruption of insulin delivery for approximately five hours when the pump remained paused after the user initiated but did not complete the fill tubing process, which the user stated they sometimes run to visually confirm insulin flow and likely did not confirm the observed drops. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included review of device logs and user-reported history. Investigation of this case revealed that the pump displayed an associated alarm and that insulin delivery was halted due to the unconfirmed fill step, consistent with use-related error rather than device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error or use outside the device instructions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.